Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) for unspecified reasons. All components of the existing app were explanted and replaced with a new inflatable penile prosthesis (ipp). No information about the patient outcome is available at the moment. Additional information was received. Patient was not satisfied with the device due to unknown reasons.